Event description:
The patient reported issues with the device, specifically that the buttons were sticking, the screen was less responsive, and the battery continued to drain even while charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.